Event description:
Patient is undergoing corneal reshaping therapy (crt) as prescribed by another doctor. He sleeps in rigid contact lenses to reshape the curvature of the cornea and help reduce myopia. The contact lenses are fitted flat under the pressure of the closed eyelid to effect the change. Risk with this therapy involve potential permanent scarring of the cornea and other corneal health changes, including keratoconus. Starting (B)(6) 2017, the patient exhibited early signs of corneal problems and the patient was warned that the crt carried a risk. One year later on (B)(6) 2017, he developed central corneal breakdown and his vision was reduced to 20/40 in the right eye due to severe central corneal haze and scarring. The crt lenses were immediately discontinued and the treatment initiated to preserve visual acuity. After one week, the condition had improved to allow for visual acuity to return to 20/20, but central scarring persist. Crt lenses have been permanently discontinued.